Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the product was not returned to dexcom for evaluation.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to claim no audio output on (B)(6) 2015. At the time of contact the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to claim no audio output on (B)(6) 2015. At the time of contact the patient's mother did not report any injury or medical intervention.